Event description:
It was reported, the pt is no longer receiving stimulation. It was also reported the ipg can no longer communicate with the charger. A new charger was sent to the pt to help resolve the issue. The replacement charger was unsuccessful. Attempts to gather additional info were unsuccessful. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.